Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet pump despite the user toggling and restarting the pump and receiving a pairing failed alert, indicating an intermittent communication failure associated with the device¿s antenna/electrical communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the sensor and pump consistent with intermittent communication failure involving the antenna/electromagnetic communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.